Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed closed door. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of close door alarm was reproduced as door not fully latched alarm while trying to run a loaded set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper latch switch. The upper aux will be replaced to correct the reported problem. An occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.